Manufacturer narrative:
(B)(4). Although the clip that experienced the single leaflet device attachment could not be identified, expiration and manufacture dates of each of the 2 implanted clips are: part / lot / serial number (s/n): (B)(4); (B)(4); expiration date: 21-jul-2018; date of manufacture: 21-jul-2017. Part / lot / serial number (s/n): (B)(4); (B)(4); expiration date: 04-aug-2018; date of manufacture: 04-aug-2017. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda leading to incomplete coaptation appears to be related to patient morphology/pathology to pre-existing massive p3 prolapse and chordal rupture. The reported worsening mitral regurgitation/mr and tissue damage was likely a result of patient/procedural conditions of the slda. Additionallyit should be noted that the reported patient effects mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr remained at 4. On (B)(6) 2017, a second mitraclip procedure was performed, two clips (70720u257, 70804u143) were implanted reducing mr from 4 to 2. On an unspecified date, echocardiogram was performed and it was noted that one of the clips implanted on (B)(6) 2017, had detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda), tissue damage was noted and the mr returned to 4. The other clip was confirmed to be secure on the both leaflets. It is unknown which clip had the slda. On (B)(6) 2018, mitral valve replacement was performed. No additional information was provided.